Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer was out of specification due to being defective and non functional. It was also no ted that the printer paper was almost empty. The upper left bullet was missing. The radiofrequency head cable was worn but functional. The radiofrequency head light emitting diodes were not uniformly bright. Errors were identified in the software history logs. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.